Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. (B)(4).

Event description:
It was reported that there was a decreased sensing and decreased impedance on the right ventricular (rv) lead. The lead was replaced. No patient complications have been reported as a result of this event.